Event description:
The physician stopped the laser procedure at 200,000 joules because the pt had excessive bleeding. It was not reported whether the physician used the coagulation function on the laser to control the bleeding prior to switching to another method. The method used was not reported. The pt outcome was reported as "fine". The cause of the excessive bleeding was not reported. Reference MFR report# 2937094-2012-00103 regarding the initial fiber used in this procedure.